Event description:
According to arjohuntleigh company rep: "8pm on (B)(6) 2012, resident was being assisted to stand up in her room by nurse using a sara 3000. As pt was standing, her foot gave out and she slipped backwards. The sling stopped her fall, but the incident caused her injury to her arms. Nurse got her back into her bed and reported the incident to charge nurse."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (1419652) on behalf of the MFR arjohuntleigh (B)(4), 3007420694. (B)(4). Trend review: during the review of reportable complaints three cases with similar description was found: (B)(4) ¿ fracture of humeral head of the right shoulder (2011). (B)(4) ¿ arm fracture (2012). (B)(4) ¿ broken pt upper arm in sara 3000 (2012). In all of found cases there is no indication that the pt slid out from the sling, additionally all of them were found to be a use error (pt not properly assessed prior to the lift usage). From (B)(4) 2010 to (B)(4) 2012, medibo and ahp manufactured about (B)(4) lifts ¿sara 3000¿. With the amount of sold devices and with comparison to the daily use of them there is no particular trend observed for reportable complaints with this failure mode on sara 3000. Root cause analysis: lift was not returned to MFR, device examination was done by arjohuntleigh rep and it was concluded: the customer doesn¿t know which sling and lift was used. The condition of all 3 lifts and slings were checked and were found to be in conformance with the product specifications. No relevant deficiencies were found with the devices. Based upon the course of events reported the most probable initial cause of the pt¿s arm breakage is related with pt health condition. The sara 3000 instructions for use describes the transfer procedure that is to be followed. This transfer procedure is written to indicate that: the sara 3000 is to be used to transfer a person over short distances from one supported position to another. In between and while the resident is raised, it is allowed to make any necessary adjustments to clothing, incontinence pads, etc., before lowering again. The person being transferred is to be lifted into a standing position. This is important because when in the standing position and with knees locked the strain of standing up is no longer taken by the muscles and the pt¿s skeletal system. If the IFU is not followed on these points the person being transferred will have to use effort to hold on to the lift device, and will have growing pressure on their muscles. If the chest support strap is not fitted sufficiently snugly and the sling is not monitored to stay in place at the lower back, the sling can creep up the back and go all the way to and over the shoulders, pinching the upper arms. As a result, if the person is elderly or has other pathologies that indicate brittle bones, there is a significant chance they can break a shoulder or arm. That leaves us to conclude that there was a pathology that resulted in the broken arm. Some forms of osteoporosis can cause bone break without strain, and can occur anywhere. Therefore the root cause of claimed event is lack of full clinical assessment prior to device use: bone breakage potential (connected with the pt¿s age), should be found and considered during the clinical assessment. According to instructions for use: ¿before attempting to use sara 3000, a full clinical assessment of the resident his/her condition, and suitability must be carried out by a qualified person.¿ the equipment is in a good condition, from the event description it was not involved in the root cause of the event. It is recommended that the facility advise their caregivers¿ to perform full clinical assessment of the residents condition before using the lifter. Additionally it is advised that all related staff will re-read or be re-trained from the instruction for use. Final conclusions: we have been able to theoretically duplicate the failure mode of this event. There is no particular complaint trend. We have not been able to find any contributing mfg anomalies. We find this complaint to be reportable to the competent authorities. We have found the lift was being used for pt handling at the time of the event. The sara 3000 lift and sling as not the root cause of the event. We have found that lift and sling met specification at the time of the event.